Event description:
A physicican reported a pt who was treated on 9/16/97 in the glabella. On 9/17/97, the pt was examined, and the physician noted swelling without redness or pain in the glabellar and periorbital areas. He diagnosed a possible hypersensitivity to collagen, and prescribed a medrol dosepak.